Event description:
Complaint investigation when a consumer reported receiving a high reading of 74 mg/dl on a medisense precesion xtra monitor when compared to a valid lab comparison of 45 mg/dl. These values, when plotted on a clarke error grid, fell into the "d" zone showing them to be clinically significant. No death, serious injury or medical intervention was reported.